Event description:
It was reported to philips, that the device failed the operational check. Diagnostic performed by engineer: I was able to duplicate this issue. I replaced the therapy cable. Resolution: I replaced the therapy cable and ran op check. Device passed all. And it was returned back into service upon conclusion of the evaluation. It was determined, that the therapy cable requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.